Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-may-25.

Manufacturer narrative:
This file was raised from pmcf study to capture adverse event of compensated stenosis. Device evaluation: the zilver flex device of lot number c2094522 and rpn zfv6-80-6-4.0 involved in this complaint, was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is associated with the following complaints: (B)(4) ¿ de30027 compensated stenosis. #01 (B)(4) ¿ de30027 stent fracture. Manufacturing records review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: it should be noted that the instructions for use (ifu0058) lists restenosis of the stented artery as a potential adverse event of this device. There is no evidence to suggest the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause for the restenosis could be attributed to patient pre-existing conditions or a known potential adverse event. From the study it is known that the patient had pre-existing hypercholesterolemia, hyperlipidemia and was a current smoker which are considered risk factors for restenosis. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the pmcf study, compensated stenosis has been reported. Confirmed quantity of 01 device, confirmed used. According to the medical advisor¿s input for patient outcome and severity, severity +3; elective endovascular re-intervention is at physician's discretion. As per pmcf study it has been resolved on 14-november-2024. Investigation findings conclude possible root causes could be attributed toto patient pre-existing conditions or a known potential adverse event. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Complaints of this nature will continue to be monitored for similar events. According to the pmcf study, compensated stenosis has been reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Confirmation received from quality engineer on 21-mar-25 that emdr with g8 number 3001845648-2024-00841, can be cancelled as information can be captured in this file as it reflects the actual event of the stenosis and not the implant date as previously reported. On (B)(6) 2024 date of procedure. Left leg study leg. Crossover access through right groin. 2 study devices implanted for 1 lesion. Pre, peri and post procedure antiplatelet and/or anticoagulant medication. Adverse event occurred during procedure. Patient discharged (B)(6) 2024. Lesion #1. Left study leg. In superficial femoral. De novo lesion. Total occlusion. Reference vessel diameter 4-4.9mm. Zfv6-80-6-20.0. 7 french guiding catheters used. 0.035 guidewire used. Zfv6-80-6-4.0. 7 french guiding catheters used. 0.035 guidewire used. On (B)(6) 2024 lidocain, ondansetron and dipidolor were administered intravenous during the index procedure for pain management during atherectomy. Patient developed a mild rash around the face and neck. Antihistamine medication and steroids were administered and the rash resolved within a few minutes. Breathing and circulation was stable at all times. This is a mild anaphylactic event. And happened well before the introduction of any study devices. Medical event. Not related to study device casual relationship to study procedure. This was an allergic event due to the administration of pain management medication in preparation to a necessary atherectomy in preparation of the study-stent usage before the introduction of any studydevices. On (B)(6)2024. Date of site knowledge (B)(6)2024. Patient had a pre-existant belly hernia after laparatomy (B)(6) 2022 and laparascopy (B)(6) 2023. Surgical repair was recommended at the department for general surgery (B)(6) 2024, admission and surgical repair took place without complications on (B)(6) 2024. Patient was discharged on (B)(6) 2024. On (B)(6) 2024 patient scheduled an early visit at the department for vascular surgery on (B)(6) 2024 due to worsening claudication in the left leg with pain free walking distance of only 300m during the last 3-4 months prior. Doppler ultrasound showed a high-grade in-stent-stenosis within the study stents in the proximal and mid superficial femoral artery left. This was classified as at the time compensated stenosis requiring elective but early re-intervention to prevent total occlusion. Patient did not need admission or intervention at this time. An appointment for elective endovascular re-intervention was scheduled 3 weeks to the future. (B)(4). 14-nov-24 event onset with site knowledge 21-nov-24. Patient presented for scheduled endovascular re-intervention of the left leg (study-leg) due to the high grade in stent stenosis in left proximal and mid afs within the study devices. Patient continued smoking since the index procedure. Angiography showed continous patency within both study devices and the distal adjectant femoropoliteal 3rd-party-stent however there were multiple high grade in-stent stenoses in all three stents requiring again jetstreamrotational-atherectomy and drugeluting balloon angioplasty. Stentfracture of the distal study device (zilverflex 6x200mm = zfv6-80-620.0 lot c2097625) was observed and required stent-angioplasty with a short 3rd-party-stent (6x60mm). This time no pain management was need prior to atherectomy and no ill effects were observed. Patient was discharged same day. Vascular event, restenosis of both study stents + the distal adjectant femoropoliteal 3rd party stent requiring intervention. Study-device-failure (stent fracture) of the distal study stent requiring reintervention. Endovascular / percutaneous treatment. (B)(4). On (B)(6) 202024. Study lesion reintervention. Led to medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. Site determined possible relationship to study device. Both study devices but also the distal adjectant 3rd party were stenosed. There was a device fracture of the distal study device also resulting in an intermediate stenosis. It is unclear if one particular stent or the combination itself led to the in-stent stenosis. Both stents, zfv6-80-6-20.0 lot c2097625 and zfv6-80-6-4.0 lot c2094522 were stenosed. Stent fracture of the distal study stent zfv6-80-6-20.0 lot c2097625 leading to an intermediate stenosis requiring stenting with a 3rd party stent 6x60mm. Probable relationship to study procedure. Every during the index procedure implanted stent (study and 3rd party devices) were highly stenosed. On (B)(6)2024. Site knowledge (B)(6)2024. Stent fracture. A stent fracture was observed at the mid left superficial femoral artery 22 mm proximal to the overlap to a distal adjectant 3rd party femoropopliteal stent, leading to an intermediate stenosis, requiring restenting. The particular site was stented with an uncovered self expanding bare metal stent (3rd party, 6x60mm). (B)(4). This file will capture the compensated stenosis on (B)(6) 2024 and re-stenosis requiring intervention on (B)(6)2024. Resolved on (B)(6) 2024.